Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and no low bg was observed by the continuous glucose monitor. A cgm alert 14 (transmitter out of range) enunciated on (B)(6) 2019 at 6:32:22 pm. A cgm alert 3 (cgm glucose reading below user threshold) enunciated on (B)(6) 2019 and (B)(6) 2019. Multiple tubing fills of size 14.9 and 13.1 units were observed on (B)(6) 2019. User declined the recommended correction bolus amount on (B)(6) 2019. User made bolus requests while still having insulin on board (iob) on (B)(6) 2019. Allowing the cgm transmitter to go out of range prevents the user from continuously monitoring bg and potentially addressing an impending low bg. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings need adjustment. Making bolus requests while still having iob could lead to a low bg event. Complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) in the 40s (mg/dl); cause was unknown. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.